Event description:
During a lobectomy procedure, the instrument did not fire. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
6/2/97-supplemental report #2 submitted to FDA.